Manufacturer narrative:
Reportedly, lens was implanted (B)(6) 2010, at another hospital. There is no indication at the time of this report that the lens has been explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a model z9002 intraocular lens (iol) was implanted (B)(6) 2010. The doctor observed that the iol seems to be cloudy or there is posterior capsule opacification (pco). No visual acuity issue so far and no medical intervention planned. No further information was provided.

Manufacturer narrative:
Additional information: additional information noted that patient is a male and was operated on the right eye. Device evaluation: complaint device was not returned for evaluation. A slit lamp photo was reviewed and no definitive conclusion can be made. Reported complaint could not be verified. Since the serial number is unknown, the manufacturing records cannot be reviewed. During manufacturing process, all lenses are visually inspected under 10x microscope magnification and defective lenses are rejected. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. Based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Slit lamp photos were provided and a review was conducted. Results were that the cause of the opacification cannot be determined from the photographs received. It is also not evident from the photographs where the opacification is. Therefore, in order to determine definitively what the opacities are, the lens is needed to have a spectrometry done to analyze the iol deposits. Since this is not able to be performed, there can only be speculation. Silicone lenses have been shown to develop opacification in patients with asteroid hyalosis. No additional information was provided. All pertinent information available to abbott medical optics has been submitted.